Event description:
During an endoscopic hemostasis procedure for a rectal ulcer, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray pressure was weak from the outset. In the initial phase, the powder could be sprayed despite the weak pressure, but it subsequently ceased to be delivered. As hemostasis remained insufficient, the device was switched to a non-cook product (nexpowder), and the procedure was completed. A section of the device did not remain inside the patient¿s body. An alternate modality was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section e: phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was a tray lid stock from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. Powder was not observed on the returned components. The returned catheters were observed to have been cut based upon their length and lack of distal cook labeling on the catheter tubing. Under magnification the tips were noted to be uneven and deformed, further indicative of cutting. The length of the tubing of catheter #1 measured 172.5cm and catheter #2 measured 207.8 cm. A red substance was noted on the exterior of catheter #2. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device released only small amounts of powder with button compressions despite the powder chamber appearing to contain a significant amount of powder. Co2 was released with each button compression and slight movement of the powder within the powder chamber was noted. Attempt to clear any potential occlusions by insertion of a thin metal wire were unsuccessful. The handle was disassembled. The tubes were disconnected for removal of any powder. Loose powder without clumps was present in the front tube connecting the on/off valve to the powder chamber. A small amount of loose powder without clumps was present in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the powder chamber's center downtube, cannula, and diffuser plate found them to be clear. The low pressure valve was disassembled and evaluated. All the internal components were intact. However, a large amount of powder was observed within the low pressure valve on all the components. The buildup of powder in the low pressure valve, resulting in the valve experiencing difficulty when opening and closing is a likely cause for the reported inability to spray. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was a build up of powder within the low pressure valve of the device. The cause of the powder build up is unknown. Catheter occlusion can create backflow and push powder, blood, and fluid back into the device, creating an internal clog. However, we could not conduct a complete investigation as only partial catheters were returned for evaluation. This limits our ability to conclusively determine a cause. Cutting the distal catheter is not a suggested method per the instructions for use for troubleshooting, nor for alleviating catheter occlusions. The instructions for use warn: "no modification to this equipment is allowed." A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the catheter had several centimeters of the distal end removed and was not provided for evaluation, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.